Event description:
It was reported that lead had sensing difficulty, unmeasurable thresholds, no capture and that the lead had dislodged. The physician was able to move the lead but was unable to advance it. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned for analysis. Proximal conductor distorted and had blood/body fluid. Outer insulation breached. Blood on helix/lobe.